Manufacturer narrative:
The product is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge and infusion set multiple times. Tandem technical support had the customer perform a system check using the current supplies on the pump and it was thought that the infusion set site was the cause of the occlusion; however, the occlusion reoccurred. The customer's blood glucose (bg)ranged from 296 to over 600 mg/dl. The customer went to the emergency room that day and was treated with an insulin drip. Although requested, additional information regarding the emergency room visit was not provided.